Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-02457. It was reported that pt feels a burning sensation while charging her ipg. She stated the issue has been going on for about one year and she has experienced blistering around the charging area. She also reported it takes over four hours to recharge her ipg. The sjm rep advised the pt of charging precautions. F/u identified the pt continues to report burning while charging. A replacement charger was sent to the pt. No further info is available at this time. On 08/01/2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This charger model was associated with a field correction. MFR's eval: corrective and preventive action (CAPA) investigation was performed. Eval codes: results - pocket heating was confirmed. The investigation for CAPA (B)(4) associated with heating while charging (pocket heating) concluded that the charger was cable of transferring energy to the ipg at a rare that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.